Manufacturer narrative:
The reported event of frequent ail alarms, per file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. An investigation can¿t be performed using the attached pictures alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
A patient reported excessive alarming for ail during their infusion of etoposide, doxorubicin and vincristine. The patient states the epoch-r chemo is a 96 hour continuous infusion including four 24 hour bags and the bags are at room temperature and stay that way. The pump alarms every 2.5 hours for ail. The patient states that a clear cover of the pump housing would allow better observation of the IV set. There was no patient harm.